Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. A request for the product to be returned was sent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to dislodgement. There was no report of adverse patient effects due to the explant procedure.